Event description:
The pt came to infusion center for hydration and blood culture and the nurse noticed there was some blood backed up inside the catheter. The nurse attempted to flush the catheter with saline and she immediately noticed a leak at the junction of the white hub/port and the clear tubing. The nurse provided the customer with a new catheter due to this difficulty. Add'l info received with the voluntary medwatch (B)(4) 2012: outpatient came in to the infusion center for hydration and blood culture draws. The infusion nurse reported she noticed blood had backed up into the PICC catheter. The nurse tried to flush the line with normal saline, but saw that the saline just leaked out of the white hub between the hub and the clear tubing. The catheter was removed and the pt went to the interventional radiology department for insertion of a new PICC catheter. No harm to the pt from the leak. There was no long term harm from the leak. According to the nurse, the catheter had been in place for over a year. Unfortunately, the lot number is not available since this catheter was inserted over a year ago. Cook rep will pick up product to be investigated. The original intended procedure was for long term infusion.